Event description:
On the 7th september 1999 a nellcor puritan bennett employee rec'd info reporting an issue with a 740 ventilator, the diagnostic error code (piston failed to move for 3 consecutive breaths) was found in memory. Customer states no pt harm or change in therapy. This report is not an admission by mallinckrodt nellcor puritan bennett that the device caused or contributed to the event alleged in this report.